Event description:
Related to MFR report # 2183959-2012-00370. The pt was implanted with a miniarc sling on or about (B)(6) 2008. It was reported the pt experienced pelvic and abdominal pain radiating down her left leg, suffering, vaginal bleeding, dyspareunia, bacterial infection, and permanent injury. The pt underwent additional surgery on (B)(6) 2011 to partially remove the mesh, although continued to experience discharge and odor.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.